Event description:
Per the clinic, the patient experienced granulation at the abutment site. Subsequently, the patient was treated with topical steroid and antibiotics (specific date and duration not reported).